Manufacturer narrative:
Device was sent in for evaluation and/or repair. It was received 03/19/2010 but has not been serviced yet. A follow-up report will be submitted once investigation is complete.

Event description:
Customer stated the AED had green indicator meaning the device was rescue ready yet claims the battery was completely depleted.